Manufacturer narrative:
Evaluation summary: one unused sample was returned for evaluation. The sample was visually inspected and found to be within dimensional specification with no non-conformities. Functional testing was performed per (B)(4). The sample passed all functional testing. No failure was detected and the sample was within specification.

Event description:
The customer reports experiencing leaking from the hub of the i.v. Catheter to when attached to a needleless connector. No adverse medical sequela was reported.